Manufacturer narrative:
The fuses were returned to the manufacturer for analysis. Reported issue was able to be duplicated by medtronic personnel. Failed bench test. Three out of the four fuses that were returned are blown. The hardware investigation found that reported event was related to an electrical failure mode; root case were blown fuses.

Manufacturer narrative:
Following replacement of the fuses. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses for the imaging system had opened. The reported issue occurred when sparks came from the cable when connected to the power outlet. The line power light did not illuminate. Following replacement of the fuse, the system functioned as designed. No additional information was provided. There was no patient present when this issue was identified.